Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010: the patient underwent following procedure : anterior lumbar interbody fusion, l5-s1; anterior lumbar interbody device placement, l5-s1; arthrodesis augmented with osteobiologics (infuse); posterior spiral fusion with instrumentation, l5-s1.(unilateral, percutaneous, left) for pre-op diagnosis: severe lumbar spondylosis, l5-s1; l5-s1 instability manifested by evidence of loss of disk height at l5-s1 and small facet cyst, l5-s1 with small disk protrusion; positive diskography, l5-s1 with negative controlled disks, l3-l4, l4-l5; severe chronic low back pain refractory to all nonoperative treatment; symptoms severely affecting activities of daily living and quality life; symptoms failed all nonoperative management; shared decision making performed. With respect to options of surgical fusion versus nonoperative management and the patient solicitation for surgical fusion. Per-op notes: the anterior annulotomy was performed. Following this, the disk was then removed . The bony endplates had a punctate bleeding bony surface and the disk debris was removed appropriately. The device was then unpacked sterilely and filled with the osteobiologics. Additional bone morphogenic protein sponge was placed in the lateral portions of the disk space and gelfoam was placed over the interspace as well. The pedicles were then tapped with a 6.5 mm tap. The appropriate size screws noted above were chosen and advanced over the guidewires and the pedicles appropriately. The guidewires were then removed. The pedicles were attached to the spinal system and the rod measuring device was then used to verify the appropriate size rod. The rod was a peek device: cand the screws for the peek rod. The patient was discharged on (B)(6) 2010. On (B)(6) 2011: the patient presented with pre-op diagnosis: paraspinal muscle spasm, lumbar spine, secondary to posterior spinal ins trumentation; status post anterior-posterior spinal fusion, l5-s1. Procedure performed: removal of instrumentation, lumbar spine, l5-s1, pedicle screws and rods. On (B)(6) 2011, (B)(6) 2013, (B)(6) 2012, (B)(6) 2011: the patient presented for an office visit. On (B)(6) 2012: the patient underwent MRI of lumbar showing essentially a very small disc bulge at l4-5 which may be irritating the l5 nerve root on the right. On (B)(6) 2012: the patient underwent MRI of lumbar spine w/o contrast due to radiculitis. Ongoing pain in the right leg and right lower back. Conclusion: postsurgical change, without pathologic enhancement or evidence for complication at l5-s1. No recurrent disc herniation or restenosis; mild disc degeneration and facet arthrosis with mild bilateral exiting and descending nerve impingement at l4-5 followed by l3-4; no asymmetric right-sided finding to explain patient's right-sided pain. (B)(6) 2013: the patient presented with low back pain and right leg radiculopathy. Surgery in 2010 and 2011. The patient underwent MRI of lumbar spine w/o contrast . Conclusion: l5-s1 discectomy and spacer placement. No evidence of substantive extrathecal granulation tissue or encasement of exiting/descending nerve roots at this level; at l3-4, small, shallow rightward protrusion with slight abutment of exiting right l3 nerve root; lower grade spondylosis elsewhere. The patient underwent MRI of thoracic spine w/o contrast. Multilevel low grade facet arthrosis. On (B)(6) 2013: the patient presented for neurostimulator placement. The patient presented with preoperative diagnoses: right lower extremity radiculitis; severe chronic low back and radiating right leg pain; status post anterior-posterior spinal fusion, ls-s1; successful spinal cord stimulator trial placement with resolution of symptomatology; lumbar spondylosis, l4-l5; available pre and postoperative multidisciplinary team appropriate for management of spinal cord stimulator device; psychiatric evaluation determining the patient able to make own medical decisions. Procedures performed: t10-t11 thoracic laminotomy; spinal cord stimulator paddle placement, overlapping t8/t9 levels; placement of implantable pulse generator, right flank; electronic verification of good working order of spinal cord stimulator device. On (B)(6) 2013: the patient presented for an office visit. On (B)(6) 2013: the patient presented with lumbosacral spondylosis without myelopathy, displacement of lumbar intervertebral disc without myelopathy, low back pain, chronic pain syndrome, pain in thoracic spine, thoracic or lumbosacral neuritis or radiculitis. On (B)(6) 2013: the patient presented with preoperative diagnoses: severe right flank back pain secondary to implantable pulse generator placement; status post spinal cord stimulator and implantable pulse generator placement; good working order spinal cord stimulator device; the patient's desire for repositioning of implantable pulse generator from right flank to right buttocks. Procedures performed: repositioning of implantable pulse generator from right flank to right buttocks; fluoroscopic identification of leads in good position and implantable pulse generator.